Manufacturer narrative:
Additional catalog number: 402-43112. Additional lot number : 7yu. H3: pending CAPA.

Event description:
It was reported that during a cervical fusion, while implanting the screw into the bone, the screw pushed/pulled through the plate. The screw and plate was removed and replaced. Upon visualization of the screw, it was noted that this particular screw was visually smaller than the others. No reported injury to the patient.